Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device analysis: the device was returned to the manufacturer and investigated by product analysis on 8/16/2017 with the following findings: the subject battery was not returned with the pump for evaluation. Review of the black box data revealed power on reset (power interruption) at the time of the reported overheating issue; (B)(6) 2017. Black box data verified voltages were steady with no sudden drop prior to the power interruption. The electrical current draws were evaluated and found to measure within the required specifications. There was no evidence of moisture inside the battery compartment or within the internal compartment of the pump. The power circuit, power flex and connector were evaluated and found to be intact without damage, defect or contamination. On investigation, the pump powered on normally and was exercised for 24 hours without error, alarm, warning, overheating or power loss. Investigation did not duplicate the complaint. Unrelated to the original complaint, the battery compartment was noted to be cracked.